Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error on her insulin pump. Her blood glucose was 224mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a motor with a high current draw. The functional testing could not be completed due to this anomaly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case at a display window corner.